Event description:
It was later noted when performance data was collected from the device and analyzed that there was a right atrial lead warning for short circuit paces.

Event description:
It was reported that the right ventricular lead pacing impedance was varying and high. It was also reported that the right atrial lead had high threshold, low pacing impedance, and low p waves. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : vedr01 ipg: implanted: (B)(6) 2007. (B)(4).